Manufacturer narrative:
H6: product analysis found that, 1k 9 resistor (r21) is broken on the afe board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively, the fuse gave an alarm and displayed error message "patient interface fuse fault detected, check the patient interface fuses" after entering the monitoring screen". There was no patient impact.